Event description:
A surgeon reported inconsistent flap qualities, despite attempts to optimize system settings. Company representative visited the site and noted obl (opaque bubble layer) was also observed on many cases. No pt injury has been reported. This report references this pt's right eye, and manufacture report #3003288808-2012-00156 references the same pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).